Event description:
One 03/26/2001, the user facility's operating room specialist informed the distributor's account manager of the following: in 03/2001, the user facility inserted the device into a pt. The catalog# was p12355k and lot# 15314. Less than two (2) weeks later the same device needed to be removed due to infection. The device was discarded at the facility and will not be returned.